Event description:
The pt contacted (B)(4) regarding a product complaint on (B)(6) 2013. The customer reported that the ez breathe atomizer failed to produce a mist to alleviate her asthma symptoms. The pt added that her husband took her to the emergency room for the treatment of her asthma symptoms after the atomizer malfunctioned on (B)(6) 2013. The pt is (B)(6) former smoker with a past medical history that is significant for asthma. She reported that she has allergies to penicillin (hives, trouble breathing). The pt reported that she had two atomizers that failed to produce an aerosol mist to alleviate her asthma symptoms. Therefore, two medical device reports will be submitted for this pt.